Event description:
It was reported by the nurse that the patient started the therapy on arctic sun device and were getting low flow alert (02). The patient temperature was 38 c and the target temperature was 37 c during the normothermia phase of the hypo case. The water temperature (wt) was 5.9 c and the flow rate was stopped. The initial inlet pressure was -0.3 psi the circulation pump command was 100 percent the system hours were 9353 and pump hours were 8613. Ms and s explained how to disconnect and reconnect using the proper technique but the inlet pressure (ip) remains unchanged. The user stopped the therapy emptied and disconnected the arctic gel pads. The user placed the arctic sun device in a manual control and added the pads back one at a time. With the fluid delivery line attached the flow rate was 1.6 lpm the inlet pressure was -6.8 psi and the circulation pump command was 60 percent. With right chest pad the flow rate was -1lpm the inlet pressure was -7.2 psi and the circulation pump command (cpc) was 41 percent. With left chest pad the flow rate (fr) was 1.4 lpm the inlet pressure (ip) was -7.1 psi and the circulation pump command (cpc) was 50 percent. With right thigh pad the flow rate was 2 lpm the inlet pressure was -7.1psi and the circulation pump command was 65 percent. With left thigh pad the flow rate was 2.3 lpm the inlet pressure was -7.2 psi and circulation pump command was 71 percent. The user stopped the manual control and restarted the hypothermia then the flow rate settled at 2.6 lpm. Per follow up via phone on 28jun2021 the nurse stated that the 1st unit they used was not reading the patient temperature and stated the second unit was used from the emergency room (ER) and the therapy was able to be complete and there were no patient identifiers. The nurse stated that the work order was placed with biomed for the second unit due to the amount of hours on it and the flow issues experienced initially.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be low flow due to over lamination of foam to film due to temperature controller set too high. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog for this device was unknown. Therefore bd was unable to determine the associated labeling to review.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated the patient started therapy on arctic sun device the day before and they were getting low flow alert (02). The patient temperature was 38c and the target temperature was 37c during normothermia phase of hypo case. The water temperature (wt) was 5.9c and the flow rate was stopped. Initial inlet pressure was -0.3psi, circulation pump command was 100%, system hours were 9353 and pump hours were 8613. Mss explained how to disconnect and reconnect using proper technique but the inlet pressure (ip) remains unchanged. The user stopped therapy, emptied and disconnected the arctic gel pads. The user placed arctic sun device in manual control and added pads back one at a time. With just fluid delivery line attached, the flow rate was 1.6lpm, inlet pressure was -6.8psi and circulation pump command was 60%. With right chest pad, the flow rate was 1lpm, the inlet pressure was -7.2psi and circulation pump command (cpc) was 41%. With left chest pad, the flow rate (fr) was 1.4lpm, the inlet pressure (ip) was -7.1psi and the circulation pump command (cpc) was 50%. With right thigh pad, the flow rate was 2lpm, the inlet pressure was -7.1psi and the circulation pump command was 65%. With left thigh pad, the flow rate was 2.3lpm, the inlet pressure was -7.2psi and circulation pump command was 71%. The user stopped manual control and restarted hypothermia then the flow rate settled at 2.6lpm. Per follow up via phone on 28jun2021, the nurse stated that the first unit they used was not reading patient temperature. Nurse stated a second unit was used from the emergency room (ER) and therapy was able to be completed. Nurse stated a work order was placed with biomed for the second unit due to the amount of hours on it and the flow issues that the nurse experienced initially.